Event description:
The rep reported that the extension lock wont hold- faulty parts- no injury sustained due to malfunction.

Manufacturer narrative:
The rep reported that the extension lock wont hold- faulty parts- no injury sustained due to malfunction. The actual device has not been evaluated, other devices that have been evaluated and the root cause of the complaint is a damaged component. The device's lock button failed during manufacturer testing. Confirmed to be the same malfunction found in 9616086-2023-00007. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.